Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon device interrogation, the implantable cardioverter defibrillator exhibited backup vvi operations with high voltage therapy disabled. It was noted that the patient had magnetic resonance imaging and electrical stimulation. A device restoration was performed successfully. The patient was stable after the restoration.